Event description:
It was reported that the tip of the tap broke and was left in the patient's pedicle.

Manufacturer narrative:
(B)(4). A review of the device history records for this device did not reveal any non-conformance's to specification or deviations in procedure which might contribute to the reported event. Analysis of the returned device is in process. Therefore, we are unable to determine the definitive cause of the reported event.